Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was pt reported the software problem message (1 intellis 2 3.6 3 243 4 qf_port) displayed when charging their ins today. Pt stated the ins battery got to 100% and the light went yellow on their controller and pt tried to wake up the controller and it wouldn't turn back on and the controller did not say finished charging ins. Pt stated they plugged the ac power supply cord into the controller and the screen was stuck at the software problem message. Pt confirmed the software problem message displayed while the rtm was connected to the controller. During the call pt confirmed no damages to the controller charging port and rtm and denied the rtm getting hotter than usual when charging ins. Pt noted even when ins was at recharging excellent they had to place their towel so that the paddle was against them and pt would get either good or excellent connection. Patient servi ces specialist (pss) asked pt to shake the controller and pt confirmed there was rattling in the controller. During the call pt also removed the battery pack and reinserted the battery pack so pss asked pt to remove the battery pack to collect the serial number of the controller. The issue was not resolved. Pt also noted they were careful with the controller and they hadn't dropped it or thrown it and pt noted they got mad. No symptoms were reported.